Event description:
Patient infection. Hernia repair surgery performed in 2005. Infection developed a month later. Treated with antibiotics. By july infection not resolved. Mesh explanted. Patient still having difficulty.